Event description:
Revision surgery was reported due to a dislocation after the patient fell.

Manufacturer narrative:
The signs of plastic deformation observed on the top liner ring were likely due to femoral neck impingement. This impingement when coupled with high lever-out forces generated by manual reduction likely resulted in the disassociation of the inner femoral head.